Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after changing ilet supplies, with a highest reported glucose of 400 mg/dl and several hours spent above range; the user denied infusion set kinking or leakage and did not use backup therapy or perform ketone testing. Symptoms included feeling tired. Outcomes included no professional medical intervention and no hospitalization. Investigation included customer support troubleshooting and education to change supplies, monitor glucose, and discuss a backup plan with the healthcare provider, followed by follow-up calls; the user later reported no further issues. Investigation of this case revealed that the cause of hyperglycemia was unclear, and no device or component malfunction was identified based on user reports and resolution after supply change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.